Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not applicable, as device was never implanted.

Event description:
Healthcare provider reported ¿there is stain seems like dust and something looks like the water-drop on the te¿. The device did not touch the patient.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: device appearance (nothing unusual is observed on the surface of the shell). Leak test was performed and not found opening on the device. A microscopic analysis was performed which identify a little stain yellow color, but it is not considered a defect because it meets the specifications according to qa199.01 rev15.0 according to the particle in the shell (pp) code. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare provider reported ¿there is stain seems like dust and something looks like the water-drop on the te¿. The device did not touch the patient.